Manufacturer narrative:
Patient identifier not made available from the site. On 08/10/2015 - a medtronic representative, following-up at the site, reported the issue was resolved by re-starting the navigation system, however, it was until the third time when the camera had communication with the cart. No further issues have been reported.

Event description:
A site representative, engineering, reported that while in a cranial procedure, their navigation system camera was working for approximately four hours, then unexpectedly stopped working. On the monitor screen, the status bar was in black color. The site representative turned off the navigation system and turned it back on, again, with no change. It was on the third time the camera started detecting instruments. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.